Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Representative reported that replacing the mobile view station (mvs) computer resolved the issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation however the results are not available yet.

Event description:
Medtronic received information that monitor on the mobile view station (mvs) blacked out. This issue happened outside of a procedure. No additional information was provided.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the operating system of the unit would not load consistently as an error would appear.